Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing tenderness at the pocket site. The physician assessed that the ipg was slightly superficial and mobile. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved. The patient was doing well postoperatively and the explanted ipg was not returned.